Event description:
It was reported that a neurovascular procedure was performed in a patient with intracranial artery stenosis in mca (middle carotid artery). During the procedure when the physician was not able to inflate the subject balloon. The physician removed the subject balloon from the patients vascular anatomy and noted that the subject balloon was ruptured. The subject balloon was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a neurovascular procedure was performed in a patient with intracranial artery stenosis in mca (middle carotid artery). During the procedure when the physician was not able to inflate the subject balloon. The physician removed the subject balloon from the patients vascular anatomy and noted that the subject balloon was ruptured. The subject balloon was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the balloon was unable to inflate during the procedure, then they removed it and found it was ruptured. Additional information states that the device was prepared as per the dfu, continuous flush was maintained and the anatomy was moderately tortuous.it is possible that the device was damaged as a result of advancing through the patients anatomy, however this cannot be definitively determined. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported 'balloon burst/ruptured during use' and 'balloon failed to inflate', an assignable cause of undeterminable will be assigned to this complaint.